Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulators (ins) for movement disorders. It was reported there was an oor (out of regulation). The ins was still on and functioning, but the output may be slightly lower than programmed. The patient has not had a change in therapy at all during this time, according to the caregiver. The oor was seen on the patient programmer. The oor was not seen during the programming session on (B)(6) 2018 when the open circuits were reviewed. The patient first saw the oor on the patient programmer this past saturday ((B)(6) 2018) and it was also seen twice today per patient's caregiver. It's unclear if the caregiver was pressing buttons repeatedly. The patient was in simple mode with the patient programmer at 2.5 v, 210us, 130hz, c+2- since (B)(6) 2018. The caller was checking the ins status at the time of the oor. Per the caller, they had pressed the sync button when they were seeing the oor. It was noted the patient doesn't have the ability to increase/decrease. It was reviewed that the caregiver wasn't pressing buttons successively and they were considering trying to get the patient to see the hcp tomorrow. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2018-02140 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the oor issue was that there as a malfunction of the ¿lead extender¿ cable. As an action to resolve the oor issue, the ¿lead extender¿ was replaced on (B)(6) 2018. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2018-00167 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.